Manufacturer narrative:
All info provided by MFR, no medwatch form was received. The historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that at a regular office f/u, a nurse reported an out of range low voltage v lead impedance. She was also unable to get measurements. She contacted technical services and they walked her through re-measuring impedance. The measurements turned out normal, pacing and sensing did not appear to be impacted. They will continue to monitor the pt and lead.